Manufacturer narrative:
Date of event: date is estimated. The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Literature attachment. Article title ¿ wirion eps filter with jetstream atherectomy of femoropopliteal arterial disease: a single center experience¿.

Event description:
It was reported through a research presentation identifying the spartacore guide wire that there was difficulty advancing and removing of the device during the procedure. This article summarizes outcomes of 37 patients that were treated with spartacore guide wires used with a non-abbott embolic protection system. Specific patient information is documented as unknown. Details are listed in the attached article, titled "wirion eps filter with jetstream atherectomy of femoropopliteal arterial disease: a single center experience.".

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported and the device was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use. Factors that may contribute to the difficulty to advance and remove the guide wire and cause resistance may include, but not limited to, device placement technique, guiding catheter support, anatomical conditions, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. The investigation was unable to determine a conclusive cause for the reported difficulty to advance or difficulty to remove. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.